Event description:
Color contact lenses being sold to pt by improperly trained personnel, from unlicensed as an eye care professional-as a result found could not be worn without irritation to eye as a result.